Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed a perforation/hole on the balloon. During functional evaluation, the balloon failed to inflate with air and water due to the perforation/hole found. Information available indicated that there were no issues observed as the device was inflated and deflated during preparation. Therefore it is probable that the perforation/hole to the balloon occurred during use of the device limiting its performance during the procedure. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that when the physician injected contrast media to inflate the balloon, the media exited the balloon. The balloon was removed and the physician confirmed the balloon leak. There were no reported patient complications due to this event.

Event description:
It was reported that when the physician injected contrast media to inflate the balloon, the media exited the balloon. The balloon was removed and the physician confirmed the balloon leak. There were no reported patient complications due to this event.

Manufacturer narrative:
Subject device is not available.